Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from japan alleged discrepant results with the cobas® sars-cov-2 & influenza a/b assay for use on the cobas® liat® system. The alleged sample initially generated a positive result for sars-cov-2. The same sample was retested on the same cobas® liat® system which yielded a negative result. It is unknown if and which result was released. No harm was alleged. Due to a lack of data, a limited investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 1 MDR will be filed.

Manufacturer narrative:
The results provided by the customer indicate that the sample was a low titer at the limit of detection (lod) of the assay where results are known to waiver. Samples at lod can also be due to cross contamination. Further investigation could not be performed to rule out a product quality issue due to a lack of data and kit lot number information. A root cause of the discrepant result cannot be determined in the absence of data, however, the sample at lod either from a low titer or cross-contamination could be a factor.